Event description:
It was reported pt had deep brain stimulation (dbs) surgery in (B)(6) 2010 and recently physician found "(B)(6)" infection in the right side. A breakage was noted. The device was replaced. It was later reported the pt was waiting for a free electrode then surgery can be done. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.